Manufacturer narrative:
(B)(4). Manufacturer eval pending product return from user facility. Manufacturer results: manufacturer eval pending product return from user facility. Manufacturer conclusions: manufacturer eval pending product return from user facility.

Event description:
Health professional reports: protime system inr result 1.4. Unspecified lab system inr result 1.97. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention. This event occurred in a foreign country.